Manufacturer narrative:
D4 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, during the device replacement procedure on (B)(6) 2021, the lead connector pin was inserted beyond the connector port. A pacing failure occurred on (B)(6) 2021 and a loose connector pin was suspected and confirmed by a chest x-ray. A re-intervention was performed to reconnect the lead and the pacemaker and the procedure was completed successfully. Loose pin was confirmed during the re-intervention.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the device replacement procedure on (B)(6) 2021, the lead connector pin was inserted beyond the connector port. A pacing failure occurred on (B)(6) 2021 and a loose connector pin was suspected and confirmed by a chest x-ray. A re-intevention was performed to reconnect the lead and the pacemaker and the procedure was completed successfully. Loose pin was confirmed during the re-intervention.